Manufacturer narrative:
Further information provided note that the shock lead impedances have been occasionally greater than 125 ohms. A recent measurement was 76 ohms when programmed to triad. No noise was present with maneuvers. While programmed in the coil to can configuration the impedances measured 82-85 ohms. However, in the coil to coil configuration impedances were consistently greater than 125 ohms. Technical services discussed possible issues and recommended further discussion with the physician as further testing may be warranted. No adverse patient effects were reported. Resolution has been requested from the representative. However, to date no further information has been provided.

Event description:
Boston scientific received information that upon interrogation this implantable cardioverter defibrillator (ICD) noted to check the shock lead. All measurements were within normal range and 50-90 ohms on the lead impedance tests. Technical services discussed troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported by the field representative that this patient underwent defibrillation threshold testing in the coil to can configuration which resulted in successful defibrillation. This configuration remained and the patient was sent home and will be monitored on a routine schedule. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.